Event description:
On 10/20/06 the sales representative called in to customer service representative stating that the clinician who has treated some of his patients with bone ceramic have had infections. Sales representative stated clinician had five patients that have had problems with bone ceramic. On 11/10/2006 a regulatory affairs representative spoke with the clinician's office personnel to ask the clinician to complete a questionnaire sbc, patient case documentation. During that conversation, the clinician stated that the number of patients involved is not seven. The complaint states that there is a hole in the membranes and soft tissue. The specific patients have not yet been identified to straumann.

Manufacturer narrative:
The manufacturer completed an analysis of the product DHR and has determined that it has met it's specifications.